Event description:
Customer reported that the pump screen was dark and would not turn on, indicating a malfunction. Specific blood glucose values at the time were not known, but they remained between 54-500 mg/dl, indicating a wide range. Tandem technical support decided to replace the pump, and the customer agreed to use multiple daily injections (mdi) as a backup insulin therapy. The customer was given instructions to put the pump into storage mode and return it using a pre-paid label within ten days, which they acknowledged and understood.